Event description:
A us distributor contacted zoll to report that a patient developed an infection under the lifevest equipment. Patient described the area as a red and itchy yeast infection under the back te pads. There was no alleged device malfunction contributing to the infection. The patient¿s physician advised removing the device to heal the infection. Outcome of the infection is unknown.